Event description:
Customer reported a system leak on the anestar anesthesia system. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives tightened the absorber canister. Performed compliance and manual leak test, all tests passed, performed operational checks per service manual.